Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was above 600 mg/dl. The customer stated that she was nausea and vomiting. Troubleshooting was declined and no further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.